Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Visual inspection identified the link screw was partially backed out which contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported door not fully latched alarms which were reproduced. Door not fully latched alarms were verified through a review of the event history log and found to be caused by a link screw that was partially backed out causing the link to not engage the upper latch switch. The link was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a door not fully latched alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.